Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was that the patient had not been using the stimulator because her pain had increased and she no longer wanted to use the stimulator. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4)description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.